Event description:
The patient was revised because of an allergic reaction to the bone cement.

Manufacturer narrative:
The device history records were reviewed for both batches. For batch e2969ga40, the DHR contained no deviations from normal process. All mechanical properties results reviewed and all are within specification. For batch e169u40 (endurance) the DHR contained 2 deviations from the normal process which did not affect the formulation or performance of the cement. All mechanical properties results reviewed and all are within specification. No further investigation could be conducted as these products have been identified as being approximately 5 years old and the retained samples have expired retention in accordance with the quality retained sample procedure. Without a retained sample to test no conclusive root cause can be identified. No further complaints on this batch have been identified or a definitive root cause. Therefore, no corrective action will be taken at this time. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.